Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device history log were not provided, therefore no review could be performed. The reported device was not returned to france for investigation as repairs were carried out locally by nova scotia canada. It was reported that when the device turns up, no messages appears on the screen and the red alarm lights are on. To solve this issue, the cpu board was replaced but the screen has only backlight and no words. Then the display board was replaced too, and therefore the problem disappeared. The device had performed all calibrations and tests and the pm was also completed. The defective spare parts were not returned to france for investigation. After several attempts to obtain more information on the return of spare parts, no further information was provided. With no other evidence to confirm the origin of the defect, the root cause of the reported event is likely due to a defective display board. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
Defective cpu. More follow up information is needed to complete the investigation.